Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported the tube was used at the time of orthopedic surgery. During operation, the upper arm was moved, then the tube extubated by itself. Cuff pressure was not checked at that time. The tube was removed and replaced. There was no patient harm.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly at the tube. A dimensional test was performed and the outer diameter of the tube was within specification. An inflation/deflation test was performed and it was observed the cuff held the air. The sample was left inflated 2 hours and after this time, no deflation was observed. No failure mode was observed in the received sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode.